Event description:
Pt was seen in the emergency room at on (B)(6) 2006 after experiencing severe left lower leg pain. Use of the lle revealed a dvt involving the distal segment of the left femoral vein of the thigh and left popliteal vein. The pt's primary provider was approached regarding the pt's eligibility for the (B)(4) study (B)(4). She met all I/e criteria, consented to proceed and was subsequently enrolled. During the procedure on (B)(6) 2006, the operator did not follow the (B)(4) study procedure regarding the t-fa/angiojet use. Specifically, the operator used the angiojet in the 'power pulse' mode. While using the angiojet in the power pulse mode is an FDA approved procedure for thrombectomy it is not allowed in the current version of the (B)(4) protocol for the following reason: power pulse mode involves the transient occlusion of the outflow of the catheter, in essence converting the thrombectomy/suction catheter into a high pressure spraying drug lacing/delivery device. Approx 24 hours later, the pt experienced chest pain and shortness of breath with inhalation. CT of the chest: bilateral pulmonary emboli. Pt. Remained in the hospital until therapeutic on coumadin. Pt was discharged to home in stable condition on (B)(6) 2006.